Manufacturer narrative:
The customer reported that several devices will suddenly go into signal loss at the central nurse's station (cns) for a few seconds before returning to a working state. According to the customer, the issue moves between tele boxes. Currently, there has not been a unit with signal loss, but they wanted to open ticket for tracking purposes in case the issue returns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2022 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that several devices will suddenly go into signal loss at the central nurse's station (cns) for a few seconds before returning to a working state. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that several devices will suddenly go into signal loss at the central nurse's station (cns) for a few seconds before returning to a working state. According to the customer, the issue moves between tele boxes. Currently, there has not been a unit with signal loss, but they wanted to open ticket for tracking purposes in case the issue returns. There was no patient injury reported. Investigation summary: the customer reported that they found one of their antennas and wmts splitters to be defective and wanted to replace the antenna. No further issues were reported after the antenna was sent to the customer. As the antenna and wmts splitter were not returned for evaluation, root cause cannot be determined. Possible root causes for signal loss are physical damage to the antenna and wmts splitter due to mishandling and/or wear and tear. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that several devices will suddenly go into signal loss at the central nurse's station (cns) for a few seconds before returning to a working state. There was no patient injury reported.